Event description:
The customer ran blood glucose tests on 2 contour meters and received readings of 284 and 84mg/dl. The difference between the readings falls in the "c" or "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The test strips were to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.